Manufacturer narrative:
Findings: pump received with moisture damage at motor assembly and electronic assembly. Unit received no button response due to corroded keypad traces.no button error alarm. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.(B)(4)

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer has a blood glucose level was 189 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer stated they received a button error alarm form the device after the insulin pump was exposed to moisture. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.